Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-29. H6: investigation summary: the batch history, quality notifications and maintenance records were evaluated, and quality deviations could be related to the occurrence were found. All the production processes are validated according to established criteria to the fulfillment of the users¿ requirements. Analyzing the customer sample one possible cause for the occurrence was a deformation in the internal region of the syringe nozzle due to the production process in the molding step. The mentioned region is more susceptible to variations depending on the product design and needs more time to solidify over other areas, so the occurrence of deformation is related to temperature variation in the injection mold cooling system. As a preventive action the incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that syringe solomed 3ml ll 22x1 w/sh sla leaked. The following information was provided by the initial reporter: pharmacist sold a contraceptive medication and a bd solomed 3ml syringe to a customer on december 8, reports that when the patient went to apply the medication she realized that liquid started to leak in the space between the syringe and the needle then immediately stopped the application took it to the drugstore for them to make the exchange for a new syringe, the drugstore employee mentioned that in addition to providing another syringe to the client he also had to give a new medication and asked if about the the two losses which will be the initiative of bd because they require replacement of the loss.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone#: ((B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe solomed 3ml ll 22x1 w/sh sla leaked. The following information was provided by the initial reporter: pharmacist sold a contraceptive medication and a bd solomed 3ml syringe to a customer on december 8, reports that when the patient went to apply the medication she realized that liquid started to leak in the space between the syringe and the needle then immediately stopped the application took it to the drugstore for them to make the exchange for a new syringe, the drugstore employee mentioned that in addition to providing another syringe to the client he also had to give a new medication and asked if about the the two losses which will be the initiative of bd because they require replacement of the loss.